Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt, initials unk, with osteoarthritis (kellgren-lawrence grade 3-4 with small prior effusion). (B)(4). The pt's medical history was significant for previous use of 04 therapies of synvisc (it was reported that the age of the pt at the time of first injection of course was (B)(6)). The pt experienced synovitis of right knee and right knee effusion with second synvisc course which was treated with celestone (betamethasone) and xylocaine (lidocaine). On (B)(6) 2005, the pt initiated fifth course of treatment with intra-articular synvisc injection in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2005, the pt experienced synovitis of right knee. The pt also experienced mild right knee effusion and 25 cc of clear yellow fluid was aspirated. On (B)(6) 2005, the pt experienced another episode of synovitis of right knee. On an unspecified date in (B)(6) 2005, the pt experienced trace right knee effusion and 11 cc of clear yellow fluid was aspirated. The pt received treatment with intra-muscular betamethasone at a dose of 1.5 cc for synovitis of right knee and right knee effusion. The pt had not yet recovered from the event of synovitis of right knee. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of right knee was moderate and for the event of right knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide relationship between synvisc and the event of right knee effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).